Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was approximately 500 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.